Event description:
Customer reported blood glucose results of 380 mg/dl, 224 mg/dl, and 170 mg/dl within 10 minutes on the advantage system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. Strips not available for return, replacement system sent.